Event description:
It was reported the port to plug the ECG (electrocardiogram) is loose. The customer stated the surface ECG is noisy. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the plug port for the ECG was broken loose, this was causing a noisy signal.